Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. When received by boston scientific's post market laboratory the catheter was first inspected, they observed that the original guidewire was still inside the device. They inspected the devices under a microscope and saw dried blood and potential tissue on the proximal end of the guidewire and the catheter. Investigators were able to remove the guidewire with some force and more dried blood was seen along the length of the guidewire. Additionally, the deployment of the splines was examined and some of them were found to have inverted easily, this is unrelated to the stuck guidewire but still an out of specification finding for the device. Based on all the available information the observed stuck guidewire was likely due to unintended use error, as the most likely cause of the stuck guidewire was tissue becoming trapped between the guidewire and the catheter, a situation that occurs when the catheter/ guidewire are manipulated when in contact with the patient's tissue. Additionally, some of the splines were found to invert easily, this is unrelated to the stuck guidewire but is still an out of specification finding for the returned catheter.

Event description:
It was reported that a farawave nav catheter during procedure to treat an atrial fibrillation (a fib) had a stuck guidewire and the splines had a cobra form. During the procedure, the user had problems maneuvering the guidewire. And after ablation of the last vein, it was not possible not to pull out the guidewire. The treatment portion of the procedure had already been completed using the original catheter, so no exchange was required. No patient complications reported. The device is expected to be returned.

Event description:
It was reported that a farawave nav catheter during procedure to treat an atrial fibrillation (a fib) had a stuck guidewire and the splines had a cobra form. During the procedure, the user had problems maneuvering the guidewire. And after ablation of the last vein, it was not possible not to pull out the guidewire. The treatment portion of the procedure had already been completed using the original catheter, so no exchange was required. No patient complications reported. The device has been received for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.